Event description:
During an incident in 2000 involving a female pt who had a good pulse, but was unconscious and unresponsive, this defibrillator was being used to monitor and it beeped continuously and displayed the message "immediate service required". The battery was ejected and reinstalled and the defibrillator then operated properly. An ambulance arrived and the pt was transported to a hosp. The reporter also stated that oxygen was administered at the scene and pt care was not compromised. Testing at the station later found the unit displaying the above message again.